Manufacturer narrative:
The pc100 was returned and evaluated and there were no issues found that would have prevented the cs25 from opening or closing. No additional investigation could be performed.

Event description:
During a hand assist sigmoidectomy a cs25 was closed but would not get into firing range, then failed to open or close. The device was removed, which caused damage to the tissue. Another device was used to complete the anastamosis.